Manufacturer narrative:
It was reported that the pediatric patient underwent a surgical procedure on (B)(6) 2016 and suture was used. Following the procedure on the second or third day, the suture came out, knot and suture lost strength and was going to break out. It was reported that the patient experienced a reaction with seroma, liquid white without odor. Additional information has been requested. In addition, the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon. Additional information was requested and the following was obtained: what type of surgery did you have. That was for my daughter, ((B)(6) old) and she has a surgery psarp and vaginoplasty. Posterior sagittal anorectoplasty is a new technique used to repair anorectal malformations. This plastic surgery is used to create a functional anus and rectum in children with this malformation. What was the reason for this surgical procedure. She was born with anorectal malformation, and imperforated anus and vagina as well please provide the surgery date for all the three procedures. 1st surgery (B)(6), 2nd surgery (B)(6), 3rd surgery (B)(6), every single surgery was the same (fail), because the sutures ¿comes out¿.. The vicryl suture (in the one and second) and pds ii (in the last one) I try to mean some kind of reaction in my daughter as the doctor said that.. But he change the suture to pds ii and the reaction was the same, every single knot lost his strength and going to break out, do you know the product code or lot number for the vicryl or the pds sutures. Pds*ii violet monofilament z315hs31 (4-0), lot number: jjk849. Please clarify the event with the vicryl suture and the pds suture. What is meant by "suture came out". I try to mean . That the suture lost strength and the knot and appear some kind of seroma around the surgery. When did the issue begin. 2 or 3rd day. What kind of symptoms are experiencing. Just looks like seroma, liquid white without odor. If in your possession, may we have a copy of the operative reports. Yes, but I try to translate at proper words.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the toddler underwent a second procedure on the second day post-op of previous unknown procedure and the suture was used. Following the second procedure, the suture came out and the patient developed seroma. On the third day, the patient underwent an anoplasty and vaginoplasty procedure. Additional information will be requested.